Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high rv coil impedance. In addition, intermittent t-wave oversensing (twos) was noted. The rv lead currently remains in use. No patient complications have been reported as a result of this event.